Manufacturer narrative:
(B)(4). The cause was is undetermined. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is a report taken from a literature article. It was reported that a hemodialysis (hd) patient (pt) experienced an anaphylactic reaction with the use of a baxter 210 cellulose triacetate dialyzer. On an unreported date, the pt tolerated the first hd without any problems. On an unreported date, within 15 minutes of initiating his second and third hemodialysis session, the patient was reported to have experienced an anaphylactic reaction (details not provided). As a result of the reported reaction, the patient was required to have epinephrine, methylprednisolone, and diphenhydramine during both of his second and third hemodialysis sessions and an emergent intubation during his second hemodialysis. During both the second and third hemodialysis sessions, the blood was discarded and not returned to the patient, therefore minimizing exposure to dialyzer membrane material. For subsequent hd sessions, the dialyzer membrane and sterilizing agent of the dialyzer membranes were changed. No additional information is available.

Manufacturer narrative:
(B)(4). The date of the event is unknown. The information was from a journal article (date unknown) taken from the annals of allergy, asthma, and immunology. Literature article: s. Vishwanath, s.a. Schwartz. Evidence for ethylene oxide as a cause of anaphylaxis during hemodialysis. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.